Event description:
On (B)(6) 2008, the pt underwent the surgery with the profyle combo s-plate. After surgery, the surgeon found through the x-ray that the s-plate was broken. The surgeon thought that the s-plate was broken between (B)(6) and (B)(6). On (B)(6) 2008, the surgeon used k-wire in the revision surgery and the surgery was completed without problem. The surgeon requested the investigation of the event.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.